Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this physician didn't like how right ventricular (rv) lead looked on ultrasound. He attempted to reposition lead, however, upon removal the lead helix wouldn't extend. Therefore, the lead was removed and replaced. No additional adverse patient effects.